Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred and the screen is red. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.